Manufacturer narrative:
Lot numbers jpe120 and gap672 are associated with this report. Hospital cannot identify which lot was involved. The returned suture was evaluated using a stereomicroscope. The suture piece with a 1 1/2 inch split had significant fibrillation present along with twisting, but at opposite ends of the split. Adjacent to the split was a small deformation of the suture which may have been related to the split. There are several other sites of similar deformations. The observation of twisting suggests some unusual torsion which may have cause or be related to the splitting. The other formations suggest possible damage from surgical instrumentation. Samples of the returned product were examined for frays upon removal from the packet. No frays were observed. The strands were then tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements. A product inquiry records review was conducted and there have been no other inquiries of any type received involving this batch number.

Event description:
Suture fraying. Customer reports suture fraying during coronary artery bypass surgery. There are no reported adverse consequences to the patient related to this incident. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.